Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to non-conversion after ventricular fibrillation (vf) was induced and displayed a shorted lead fault message. This was observed prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned and carefully examined. Visual inspection revealed that the proximal end of the distal spring electrode was separated from the lead body insulation where medical adhesive (ma) is noted along with stretched and deformed conductor coils and cuts and tears in the insulation. Microscopic analysis of the distal high voltage (hv) cable segment of the mid-body segment showed possible arcing on some of the filars as well as melted metal was evident on this lead¿s distal hv cable. Likewise, the distal hv cable polytetrafluoroethylene (ptfe) is torn/abraded around this area and it is blackened most likely related to arcing. As the trilumen insulation which was once covering this area of damage was not returned, it cannot be determined exactly the cause of the abrasion. But due to the location, it was most likely related to either lead-on-lead, or lead-on-can contact. Laboratory analysis concluded the lead to be clinically out of specification, induced in the field and therefore confirms the field allegation.